Manufacturer narrative:
Analysis has not yet been completed. Further information concerning this report is expected once our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricle (rv) lead fractured, and noise caused by the lead, subsequently needing surgical intervention, and explanted. No serious injury/no adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted that the lead was severed into two segments approximately 8.2 cm from the terminal pin, consistent with having been induced during the explant procedure. Resistance testing and x-ray images of the terminal pin segment determined that the distal high voltage cable was fractured approximately 3.5 cm from the terminal pin under the terminal boot molding. A surface abrasion was also noted in this location. Based on the location and physical characteristics of the fracture, it was determined that it was caused by forces applied to the lead in the area of the terminal boot.

Event description:
It was reported that the right ventricle (rv) lead fractured, and noise caused by the lead, subsequently needing surgical intervention, and explanted. No serious injury/no adverse patient effects were reported.